Event description:
The customer reported that insulin was leaking past the o-rings into the reservoir chamber. It was stated that the leaking began when it reached the approximately 50 ml mark. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.